Event description:
The customer contacted stryker to report that their device unexpectedly rebooted and would not charge. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could be verified through review of the software logs which indicated the battery was low at the time of event but could not be duplicated with a known working battery. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was due to using a battery from 2015, past it's useful life and with low charge. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.